Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that during a follow-up visit, the capture threshold had increased and the r-waves had decreased. A fluoroscopy image showed lead dislodgement. The lead was explanted and replaced.